Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample when tested in duplicate. The second result was negative. A redraw sample was tested in duplicate and the results were negative. Ck result and EKG are inconspicuous. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The washing for troponin ultra looked good. The fse changed the ground (earth cable) on aspirate probe 4. A precision study was performed (n=30) after the fse visit with mulitdiluent 11, control 23561 and a negative patient sample. The precision run was acceptable. The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."